Event description:
It was reported that the air dermatome was cutting too thick. There was no report of injury or adverse patient consequences associated with this incident.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. It was found that the device was out of calibration on all graft settings. Blade spacing on each graft thickness setting was within specification tolerances. However, during calibration it was observed that the edge of the master blade, which is used for calibration, extended past the edge of the control bar. The device was repaired according to procedure and returned to the customer. The device was purchased in 2000 and a review of service records indicate that the device has been in six times for repair and re-calibration. The last time was in november 2008.